Event description:
It was reported that a balloon rupture occurred. A 6mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that there was no problem with the image during preparation, but the screen became dark when the device was used, and nothing was displayed. Consequently, the balloon ruptured upon first inflation at 6 atmospheres. The procedure was completed with another of the same device and there was no patient injury reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).